Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the rx voyager was delivered and inflated; however, it ruptured during the first inflation at 3 atm. Two other balloon catheters were used to pre-dilate the lesion and another company's stent was implanted to successfully complete the procedure. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. It is possible that the balloon material was damaged during interactions with other devices, or the tortuous and calcified lesion, such that the balloon ruptured upon inflation. Unfortunately, without the device to examine, no conclusive root cause for the reported balloon rupture can be determined. Balloon ruptures are often a result of circumstances of the procedure or characteristics of the lesion and not a reflection of a quality issue with the device; therefore, there does not appear to be a product quality issue associated with the lot.